Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that during preventative maintenance service the deice exhibited a blue screen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A field service engineer (fse) went on site to evaluate and repair the device. The customer's reported issue was observed, and the mainboard was replaced and the device was returned to normal operation. The defective mainboard was returned for evaluation, but the reported issue could not be replicated as it passed all testing. The device logs were retrieved for further review, however no log entries associated with a blue screen event were identified. Crash dump initialization failed, indicating that the windows operating system experienced a crash during the operating period immediately prior to the most recent shutdown, which could potentially include a blue screen event. The issue was observed by the fse but could not be reproduced or verified during the evaluation of the defective mainboard.

Manufacturer narrative:
A field service engineer (fse) reported observing a blue screen on the device during a preventive maintenance (pm) check. No logs or images were provided to support the reported issue, however, based on the fse's observation, the device requires a replacement of the main board to resolve the reported issue.